Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a pear shaped clip in jaws. Upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the clip was removed and the device was tested for functionality. Upon firing of the device, the remaining 5 clips were ejected and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No scissor clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips came out of the jaw crossed over the distal end of the clips like an x did not from properly. Opened another device and it worked. No patient consequences reported.